Event description:
It was reported to medtronic neurosurgery that the pt's lumboperitoneal catheter fractured. Revision surgery was required to replace the catheter.

Manufacturer narrative:
The device was unavailable for return. Therefore eval of the device performance was not possible. A review of the mfg records was also not possible as no lot number was provided.